Event description:
A healthcare facility in china reported that the bc190 flexitrunk infant nasal tubing was found to be damaged when taken out of its packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Correction: since our initial report we have identified that this report is a duplicate to (B)(4) (FDA report number # (B)(4). Therefore the following sections have been corrected b3, b4, b5, e1. Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was inspected by a trained f&p technician. Results: visual inspection of the returned bc190 flexittrunk infant nasal tubing revealed that the entire tubing was damaged, and a section of the tubing was taped. It was also revealed that the film was wrinkled and torn indicating that a force was applied. It was also noted that both circuit connectors were missing. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A distributor in china reported on behalf of a healthcare facility, that the bc190 flexitrunk infant nasal tubing was found to be damaged after patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.